Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited an electrocardiogram anomaly, possibly due to electromagnetic interference. No intervention was reported. The patient was in stable condition.